Event description:
Reported holes in catheter all along catheter length. Problem was found at placement and the catheter was removed. No pt injury was reported to have occurred.

Manufacturer narrative:
Product implicated is a 3 french catheter. The catheter was returned for eval; overall catheter length measures 62cm. Lot history review indicates no unresolved mfg issues and one product complaint of similar nature, which was recorded as user-related. The catheter was flushed with colored water and two leaks were observed 2.0 and 2.4cm distal to the reinforcing shim. Under 45x magnification, the edges of the leak are clear, sharp, and shiny and the cut surfaces show diagonal striations across the surfaces. These signs indicate the catheter was cut by the stylet. The complaint of leakage is confirmed as user related, since the catheter was damaged by the stylet. This type of damage can occur if the catheter is not flushed prior to stylet retraction.